Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years post implant of this bioprosthetic aortic valve implanted in the pulmonary position of an (B)(6)-year-old pediatric patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The reason for replacement was reported as moderate pulmonary stenosis and moderate insufficiency. No additional adverse patient effects were reported.